Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. The b30 error occurs when the communication to transmit the data on the scope side to the cv side when the scope connection is not completed normally. Since it was reported that the error was solved by cleaning the scope connector contact area, it is highly likely that the communication was hindered and the b30 error occurred due to dirt and water droplets adhering to the scope connector contact area. The instructions for use (IFU) provides the following guidelines: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. In troubleshooting the issue with olympus technical support via the phone, the user stated the b30 error code occurred with the 190 series scopes but not with the 180 series scopes. The user was advised that the best way to help with the b30 error codes was to take a lint free cloth and clean the gold contacts around the scopes and socket connector and take canned air and clean the socket connector out and repeat the process. The user performed the actions and was able to plug in a 190 series scope with no issues.

Event description:
The user facility reported to olympus that the evis exera iii video system center displayed a b30 error code when used with 190 series scopes. No patient harm reported.